Manufacturer narrative:
(B)(4) unit was returned for investigation. Visual and physical inspection confirmed the hole in the cuff. Manufacturing tools were used to recreate holes to see if the tools could have been the cause of the issue. The manufacturing tools were not found to be the cause of the issue. Root cause was traced to happening after the device left the manufacturing site.

Event description:
Information was received indicating that a smiths medical tracheostomy cuff was found leaking. The tube was replaced with a new one. There were no reported adverse events.